Manufacturer narrative:
Concomitant medical products: product ID: neu_unknown_prog, product type: programmer, physician. Product ID: 3889-28, lot# v926979, implanted: (B)(6) 2012, product type: lead. Product ID: neu_unknown_prog, product type: programmer, physician. (B)(4).

Event description:
The consumer reported being unable to increase stimulation and seeing a poor communication screen in (B)(6) 2015. Surgery was performed on the patient's back as well as injections to deaden nerves the prior week. The issue was not resolved after confirming the antenna was secure and synching with the implantable neurostimulator (ins). During the call, the patient was briefly able to sync with the ins but was not able to increase as the screen went back to poor communication. The patient was using long lasting batteries, but after switching batteries, the issue did not resolve. The programmer was returned, but the complaint was unverified on the programmer as there were no significant anomalies observed. Cause/factors, symptoms, troubleshooting, actions, and outcome remain unknown. Follow up is being conducted to obtain additional information.

Event description:
Additional information received reported that the communication issue with the patient programmer has been resolved.